Manufacturer narrative:
(B)(4). Batch # p56p5k. Device evaluation: the analysis found that one ec45a device was returned with no apparent damage and with two cartridges reloads present. The ecr45g cartridge was received unfired. The ecr45d cartridge was received partially fired . It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the articulated position with the returned cartridges reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: ecr45g, p5599t, unfired. Cartridge c: ecr45d, p5602y, partially fired/stall.

Event description:
It was reported that during the thoracoscopic lobectomy of right upper lobe, fired with the gold cartridge, staples malformed with irregular shape. Changed to a green cartridge, the event re-happened. Changed another green cartridge to complete the procedure. There were no patient consequences reported.